Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was not returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That the patient had experienced leg pain and scans showed cage migration. Patient was revised (B)(6) 2017. (Related to 3004774118-2017-00136 and 3004774118-2017-00148).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the interbody was not returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That the patient had experienced leg pain and scans showed cage migration. Patient was revised (B)(6) 2017. (Related to 3004774118-2017-00136 and 3004774118-2017-00148).